Event description:
Our hospital switched to the medtronic duet external drainage and monitoring system approximately eight to ten months ago. Since that time, we have experienced multiple episodes of the transducer disconnecting from the system, particularly when we have to move a patient to take him off the unit for testing.